Manufacturer narrative:
Bec customer technical support (cts) had the customer perform a vacuum test which passed within instrument specifications. Cts had the customer visually inspect the vacuum bottle and the customer noted that the fitting to the vacuum pump was loose. The customer tightened the fitting and re-initialized the system. The issue was resolved through routine troubleshooting with cts. It is unknown how the fitting became loose and therefore a definitive root cause for this event could not be determined. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting vacuum errors and a fluid leak coming from the access 2 immunoassay system. Per customer, the wash tower had overflowed and was the source of the flooded instrument. The customer flushed the vacuum system and ran the utility assay. Upon running the instrument again, a vacuum over limit error was obtained and the wash tower was overflowing again. The spill was cleaned per laboratory procedure. No injury or user exposure was reported.